Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - h3: device evaluated by manufacturer?

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3® deployment system instructions for use, potential device or procedure related adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma, i.e., dissection.

Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® deployment system. During the procedure, the trunk-ipsilateral leg component was initially deployed as planned. However, the physician decided to re-constrain the device and move it proximally. It is believed that the manipulation of the device and guidewire resulted in an aortic dissection, as the physician reported seeing a small dissection distal to the renals on final angiography. On (B)(6) 2019, the patient presented for follow up, which confirmed a type b dissection. The physician is taking a wait and watch approach and may perform an intervention in the future to treat the dissection.